Event description:
Info received indicates the brake casters continue to ratchet when the brake is set.

Manufacturer narrative:
The technician isolated the issue to worn casters. He replaced the four casters to repair the stretcher.